Event description:
It was reported, the video system center had intermittent image (including severe noise or flicker that the endoscopic image was not visible). The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information obtained revealed an esophagogastroduodenoscopy procedure was being performed. The procedure was diagnostic. The procedure was completed with switching of the scope to a 190. The procedure was not prolonged. The patient¿s anesthesia or sedation was not extended. There were no other devices connected to the subject device when the failure occurred. There were no error messages that were observed because of the failure.

Manufacturer narrative:
B5: additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as worn-out labeling and a deformed top cover were confirmed. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.